Manufacturer narrative:
Additional manufacturer narrative: depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised. Reason for revision is not known at this time. Update: (B)(6) 2012. Litigation alleged the patients asr hip implant failed post-operative. Details regarding the manner in which the implant failed were not available. There is no new information that changes the outcome of this investigation. Update: (B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleged the patients asr hip implant failed post-operative. Details regarding the manner in which the implant failed were not available.

Event description:
Patient was revised. Reason for revision is not known at this time.